Event description:
Reporter stated that pt was exhibiting hypoglycemic symptoms; however, pt's blood glucose measured 221 mg/dl on the suspect device. Reporter noted that pt did not take any action based on this result. One hour later, based on pt's symptoms, reporter brought pt to the hosp. Reporter indicated that pt's blood glucose, when tested on a hosp instrument, measured 34 mg/dl. Pt was reportedly given intravenous fluids (contents not provided) and was subsequently admitted to the hosp for treatment of hypoglycemia. At the time of the report, pt was still in the hosp. Valid quality control tests had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.